Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line stay-safe connection during fill 1 of 5 their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. Air bubbles were found in the patient line. The patient stated they were empty and wanted to bypass into fill 1. The patient stated that after they bypassed into fill 1, they started to see air bubbles in the patient line and fluid was also leaking from the patient line connection. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up with new supplies and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using their cycler. The patient stated that the fluid leak did not come in contact with the cycler and it occurred from the patient line of the liberty cycler set. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.